Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up, down and ok buttons are slow to respond. It was also reported that there is no moisture exposed to the pump and the keypad is intact.